Manufacturer narrative:
Initial.

Event description:
It was reported that the patient recently reduced carbohydrate intake and experienced a hypoglycemic event after breakfast, with blood glucose decreasing to 66 mg/dl for about 20 minutes and treated with four glucose tablets, after which glucose returned to 97 mg/dl; the patient requested discussion of a possible nighttime target adjustment and whether a factory reset is appropriate. Symptoms included hypoglycemia without reported associated manifestations. Outcomes included that medication intervention in the form of oral glucose was required and no serious injury or illness occurred. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no specific findings available, and there was insufficient information linking a medical device problem or any particular device component to the event. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.